Manufacturer narrative:
A review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not available.

Event description:
It was reported that the patient's hip was revised due to multiple dislocations. The original surgical plan was to revise the head and liner only, but intra-operatively, the femoral stem came out of the patient and was revised (no allegations of the stem being loose were reported to the rep). The stem, head, and liner were revised. The rep reported that no further information is available.